Event description:
It was further reported that during the hospitalization for observation the patient experienced an ischemic stroke. A computerized tomography (CT) scan of the head revealed a subacute occipital stroke, incomplete lobe. It was noted that the patient has no previous history of this issue.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for a correction of section b5. Desc evt problem. From "the patient has no previous history of this issue" to "there was no head trauma". Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was no head trauma.

Event description:
It was reported that, after a prophylactic controller exchange, the ventricular assist device (vad) did not restart. Multiple controllers were used to restart the vad and power cycling was also attempted. The vad was restarted and the patient was hospitalized for observation. The vad and one controller remain in use and several controllers were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: additional products: d1: heartware ventricular assist system ¿ controller, d4: model#: 1420 / catalog#: 1420 / expiration date: 31-jan-2021 / serial#: (B)(6), UDI #(B)(4). D9: no. H3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 22-jan-2020. H5: no. H6: d1: heartware ventricular assist system ¿ controller. D4: model#: 1420 / catalog#: 1420 / expiration date: 31-mar-2024 / serial# (B)(6), UDI #(B)(4). D9: no. H3: no. Device evaluation anticipated, but not yet begun. H4: mfg date: 14-mar-2023 h5: no h6: d1: heartware ventricular assist system ¿ controller d4: model#: 1420 / catalog#: 1420 / expiration date: 31-mar-2024 / serial#: (B)(6), UDI # (B)(4), d9: no, h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 24-mar-2020 h5: no h6: d1: heartware ventricular assist system ¿ controller, d4: model#: 1420 / catalog#: 1420 / expiration date: 31-mar-2024 / serial#: (B)(6), UDI # (B)(4), d9: no, h3: no, device evaluation anticipated, but not yet begun, h4: mfg date: 14-mar-2023, h5: no. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420. / expiration date: 31-jan-2021. / serial #: (B)(6). UDI #: (B)(4). D9: yes, return date: 15-aug-2023. H3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h4: mfg date: 22-jan-2020 h5: no controller (B)(6). D9: yes, return date: 15-aug-2023 dev rtn to MFR? Yes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the pump ((B)(6)) and two (2) controllers ((B)(6)) were not returned for evaluation. Two (2) controllers ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6)revealed that the controller passed functional testing. Visual inspection of (B)(6)revealed contamination within both power ports and the serial port of the controller. In addition, visual inspection of (B)(6) revealed slightly bent pins within the serial port of the controller; the bent pins did not affect the functionality of the device, a test data cable was able to properly connect to the controller. Internal inspection of (B)(6) did not reveal any anomalies. The observed contamination and bent pins are additional findings, not related to the reported event. The most likely root cause of the observed controller port contamination can be attributed to the handling of the device. Based on an investigation, the root cause of bent socket pins within serial port connector is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the data cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Failure analysis of (B)(6) revealed that controller external visual inspection and passed functional testing. An internal inspection revealed a crack on standoff post one (1) within the controller housing. This is an additional finding not related to the reported event. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA (B)(4) is investigating this issue. Log file analysis revealed that (B)(6) were not in use within the analyzed period. As a result, the reported vad stop event involving (B)(6) was not confirmed. Log file analysis revealed that (B)(6) was the patient¿s primary controller, initially in use during the reported event. Review of the event log file revealed an unsuccessful motor start attempts logged on (B)(6) 2022 at 18:35:03 and 18:36:20, indicating that the pump failed to restart after several attempts. Log file analysis revealed motor start events recorded on (B)(6) 2021 at 01:58:33, on (B)(6) 2022 at 18:37:02, in which the motor start parameters were atypical. Review of the alarm log file associated with (B)(6) revealed three (3) vad disconnect alarms and two (2) vad stopped alarms were logged on (B)(6) 2023. The first vad disconnect alarm was logged at 10:42:17 indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. A controller power up event was then logged at 10:42:59 indicating that the controller was powered on, likely to troubleshooting the failure to restart event in the backup controller. The event log file revealed several controller reset events were logged between 10:43:11 and 10:43:43. During the controller reset events, the internal log files revealed instances that only one (1) power source was connected to the controller. The first vad stopped alarm was logged at 10:44:02, indicating that the pump failed to restart after several attempts. Two (2) additional vad disconnect alarms were logged at 10:44:13 and 10:44:43 indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting. The event log file revealed that during attempted pump start events, several additional controller reset events were logged between 10:44:34 and 10:45:47. During the controller reset events, log files revealed instances that only one (1) power source was connected to the controller during the attempted pump start events. An additional vad stopped alarm was logged at 10:46:06, indicating that the pump failed to restart after several attempts. Analysis of the alarm log file revealed that a safety alert word (saw) value was recorded on (B)(6) during motor start attempts indicating an overcurrent alert. During the attempted pump start events, log files recorded high power consumption, which required more current from the battery. Log file analysis associated with (B)(6) revealed three (3) controller power-up events without motor start events logged on (B)(6) 2023 between 10:08:50 and 10:54:09. Various parameters, including time, patient ID, and pump ID were set following the initial controller power-up event, indicating that the power up events occurred during the programming of the controller and then the controller was put in use during the reported controller exchange. Review of the alarm log file associated with (B)(6) then revealed one (1) vad stopped alarm was logged on (B)(6) 2023 at 10:54:26, indicating that the pump failed to restart after several attempts. During the vad stopped alarm, (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). An additional controller power up event was logged at 10:54:59, indicating a loss of power to the controller. Prior to the loss of power, the data log file revealed that, at 10:54:44, no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). During this data point, a saw value was recorded on (B)(6), indicating an overcurrent alert. During the attempted pump start event, log files recorded high power consumption, which required more current from the battery. It is likely that the overcurrent condition prevented the battery from providing power, resulting in a loss of power to the controller. An additional controller power up event was logged at 11:05:09, indicating the controller was put in use during the troubleshooting. Log file analysis then revealed a successful motor start event recorded on (B)(6) 2023 at 11:05:22, in which the motor start parameters were atypical. As a result, the reported event involving (B)(6) was confirmed. The most likely root cause of the observed vad disconnect alarms can be attributed to physical disconnections of the driveline from the controller during the controller exchange and troubleshooting of the vad stopped alarms. The most likely root cause of the vad stopped alarms can be attributed to a failure of the pump to restart after several attempts. (B)(6) was in scope of fca cvg-21-q3-21 [subgroup 3]. CAPA (B)(4) is investigating pump failures to restart. Based on an investigation conducted under CAPA (B)(4), the most likely root cause of the failure to restart event and atypical motor start parameters may be attributed to outer shroud contact that created more friction at the housing to impeller interface. CAPA (B)(4) is investigating controller resets during pump start. CAPA (B)(4) is investigating controller loss of power during pump start due to battery discharge overcurrent condition. Additional products: controller 2.0 (B)(6) h3: yes controller 2.0 (B)(6) h3: yes controller 2.0 (B)(6) h3: yes controller 2.0 (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.